Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured on 08-july-2022. A physical sample was not received for the investigation. A picture was provided for the analysis. Upon evaluating the picture, it was not possible to confirm the reported issue. Because a physical sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a psn stated that there was a crack between the purple adaptor at the ysite of the 10 fr enfit device in progressive care unit (pcu). Additional information was received and stated that the port popped off and when they tried to push it back in, but then it leaks. There was no harm reported.